Manufacturer narrative:
Unit received with software error alarm loop during power up. Alarm was due to a software error. Unable to perform the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime/delivery, and excessive no delivery tests, or verify operating currents due to software error alarm. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that insulin pump received a software error alarm and was alarming very loud. Customer's blood glucose was 84 mg/dl. Customer was not able to clear alarm, not even after rewind. Customer was advised that insulin pump would need to be replaced.